Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a segura hemi basket device was about to be used in the ureter during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2024. During preparation, the net got fractured. The procedure was completed with another segura hemi basket device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.